Manufacturer narrative:
Explanted items were not returned for evaluation. Distributor who observed the case said the original poly was fractured.

Event description:
Patient had star poly component removed and replaced.